Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and (B)(6) 2008 and mesh was implanted into the patient. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 concurrently with tvh. It was reported that following insertion the patient experienced urinary problems. It was reported that patient underwent removal of transvaginal bladder neck sling on (B)(6) 2003.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.